Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and completed on the cycler with no fluid leaks were observed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported leak event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. When the cassette was removed fluid was found to be leaking from the cassette. The cycler was replaced. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. The patient was prescribed one dose of prophylactic antibiotics 2g vancomycin and 1g ceftazidime.